Event description:
The customer reported the battery does not charge after replacement with a new one. A review of the alarm log during investigation found n56 (replace battery) alarms. The device displayed a depleted battery during power up and the battery icon showed empty during the self-test. The device was connected to ac and a message to keep device plugged into ac was displayed and the device passed self-test on ac. When ac was disconnected, the device displayed a depleted battery message and powered off. The battery was replaced and the change soft key was pressed. The device then passed testing. The complaint was confirmed and the probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.